Event description:
It was reported "the package was found broken during inspection". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(6). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "the package was found broken during inspection". No patient involvement reported.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number. The customer provided one photo for analysis. The reported complaint was unable to be confirmed by the photo. The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned 25 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of the returned units was observed to be damaged, with cracking near the tips of the devices where the staples are ejected. The sterile barriers of the returned samples are compromised due to the packaging damage. A CAPA was previously initiated to evaluate this issue for product codes 528135 and 528235. Root cause is identified in CAPA. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.